Event description:
On (B)(6) 2019, this patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. During the case a contralateral leg component (plc121400/20569329) was implanted. An iliac extender component (pll161007/1878556) was needed to complete appropriate coverage from the contralateral leg component into the left external iliac artery. Upon removal of the delivery catheter, the olive tip and approximately 3-4" of the polyimide tubing separated from the rest of the delivery catheter. The physician noted resistance as the olive tip was being pulled into the sheath (dsf1833/unk). An audible sound was heard just as the catheter popped back into the sheath. The catheter delivery system was removed. The broken portion of the catheter and the olive tip were still over the wire (boston scientific amplatz, 260cm, .035 in). The sheath was advanced over the olive tip. The sheath, wire, and catheter were pulled back simultaneously until the sheath and broken piece were outside the patient's body. Once the broken piece was determined by examination and fluoroscopy to be intact and out of the body, the case proceeded in the usual fashion. The delivery catheter and sheath will be sent to gore for evaluation.

Manufacturer narrative:
H10/11: additional manufacturer narrative/corrected data - the device was returned to gore for an engineering evaluation. The results showed the following: the delivery catheter was broken at the trailing olive. The leading end had pulled out of trailing olive. The inside of the trailing olive had imprints from the polyimide guidewire lumen. There was damage to the leading end of the introducer sheath. The findings from the evaluation are consistent with the physician¿s observations. The excluder instructions for use (IFU) clearly states: do not continue to withdraw the delivery catheter if resistance is felt during removal through the introducer sheath. Forcibly withdrawing the delivery catheter through the introducer sheath when resistance is encountered has resulted in adverse events including catheter separation and reintervention. The cause for the resistance removing the catheter was the leading olive catching on the leading end of the introducer sheath during catheter removal. The cause for the leading olive catching on the introducer sheath could not be determined with the available information. The force used to remove the device catheter through the introducer sheath when the reported resistance was felt may have contributed to catheter breakage, however the cause for the catheter breakage could not be determined from the currently available information.